Event description:
It was reported that during photoselective vaporization of the prostate, the tip of this fiber broke in the patient. The broken portion was recovered and the procedure was completed using a second fiber. It was noted the flow valve was open and fluid observed to be exiting the cystoscope/outer sheath. Additionally, pressurized saline was used and there was no excessive tissue accumulation on the fiber tip. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached and not returned for analysis; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to connect the tubing from the sterile saline for irrigation solution to the endoscope luer lock connector. Elevate the saline solution to ensure proper flow. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate, the tip of this fiber broke in the patient. The broken portion was recovered and the procedure was completed using a second fiber. It was noted the flow valve was open and fluid observed to be exiting the cystoscope/outer sheath. Additionally, pressurized saline was used and there was no excessive tissue accumulation on the fiber tip. No patient complications were reported.